Event description:
It was reported that the customer was hospitalized due to high blood glucose of 900mg/dl and ketones. Troubleshooting could not be performed as customer was not using the insulin pump at the moment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.